Event description:
It was reported that the physician removed the lead from the box and insulation damage was immediately noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could be verified. Insulation damage was noted on the outer insulation at 8 cm from the connector pin.